Event description:
Same patient as MDR ID: 2134265-2011-05547. It was reported that during a stenting treatment procedure a plaque shift occurred. In (B)(6) 2011 a 2.75x16mm ion stent was deployed in the 90% stenosed proximal to mid left anterior descending (lad) artery at the bifurcation with the diagonal (dx) branch. Following deployment, angiography showed that the residual stenosis had been reduced to 0%, however it was also noted that plaque shift to the dx branch had occurred. A non-bsc guide wire and a 2.50x10mm non-bsc balloon catheter were advanced through the stent cell and inflated at the ostium of the dx to 8 atms for 30 seconds. Follow up agiography showed a reduction in dx stenosis to less than 10%. The procedure was completed at this point. Additional patient complications were not reported and the patient status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).